Event description:
Caller alleged discrepant results with inratio meter. Per text" every test results is 3.6, twice on patient and even once on son who is not on coumadin".

Manufacturer narrative:
Per text" every test results is 3.6, twice on patient and even once on son who is not on coumadin". Meter provided incorrect reading per caller. Products will be tested when returned.